Event description:
It was reported that an integrated apd set with cassette leaked. As the patient was starting peritoneal dialysis (pd) therapy on the homechoice (hc) machine, and as the solution ¿started making its way to the patient¿, a leak occurred from the junction of the patient line and the transfer set. The patient was connected at the time of the event. The patient reported that they immediately stopped therapy and capped the catheter. There was no patient injury or medical intervention associated with this event, though some fluid did contact the patient¿s hands. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h14e13121 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was not returned for evaluation; therefore, the reported event could not be verified and the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.